Manufacturer narrative:
The lotus edge device handle was returned evaluation. The device was returned attached to the lotus introducer set (lis). The release door was open. The lis sheath was removed from the lotus edge device with ease. The lotus edge device was in a sheathed configuration. The outer sheath of the lotus edge device was compressed on each side for 10cm from the tip of the outer sheath. The device was then unsheathed and the compression released and the outer sheath returned to its usual shape. No issues were noted with the device. Procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. The reported events of arrythmia, permanent pacemaker implantation and device failure to remove from introducer sheath cannot be confirmed by the available angiographic procedural media. The lotus edge valve was successfully implanted, and no issues were noted in the procedural media provided.

Event description:
Reprise IV study. It was reported that av block mobitz type ii occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 300 mg of clopidogrel. A lotus introducer sheath was placed and then the aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. While removing the lotus edge delivery system, it got stuck in the lotus introducer sheath. Both the lotus introducer sheath and the lotus edge delivery system were removed together and no further complication was noted. Post procedure/discharge transthoracic echocardiogram revealed aortic valve area of 3 cm2, mean aortic pressure gradient of 5 mm hg, ejection fraction of 25% and no aortic regurgitation was noted. The subject was discharged on aspirin. Post procedure summary: six (6) days post index procedure, electrocardiogram (ECG) revealed second degree av block mobitz type ii. Electrophysiology study recommended permanent pacemaker implantation. A permanent pacemaker was successfully implanted. The event was considered recovered/ resolved.

Event description:
Reprise IV study. It was reported that av block mobitz type ii occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 300 mg of clopidogrel. A lotus introducer sheath was placed and then the aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. While removing the lotus edge delivery system, it got stuck in the lotus introducer sheath. Both the lotus introducer sheath and the lotus edge delivery system were removed together and no further complication was noted. Post procedure/discharge transthoracic echocardiogram revealed aortic valve area of 3 cm2, mean aortic pressure gradient of 5 mm hg, ejection fraction of 25% and no aortic regurgitation was noted. The subject was discharged on aspirin. Post procedure summary: six (6) days post index procedure, electrocardiogram (ECG) revealed second degree av block mobitz type ii. Electrophysiology study recommended permanent pacemaker implantation. A permanent pacemaker was successfully implanted. The event was considered recovered/ resolved. It was further reported during the transcatheter aortic valve replacement procedure, the subject was placed with a life vest and was monitored and was noted with non-ischemic cardiomyopathy with an ejection fraction (ef) of 20-25% and left bundle branch bock (lbbb). The subject was discharged on clopiogrel. In (B)(6) 2019, one (1) day post index procedure, ECG revealed second degree av block mobitz type ii with tachy-brady syndrome in combination with acute heart failure. At the time of the event, the subject was on coreg and advised to stop because of the tachycardiac symptoms and electrophysiologist consultation was recommended. A non-bsc pacemaker was implanted.

Manufacturer narrative:
The lotus edge device handle was returned evaluation. The device was returned attached to the lotus introducer set (lis). The release door was open. The lis sheath was removed from the lotus edge device with ease. The lotus edge device was in a sheathed configuration. The outer sheath of the lotus edge device was compressed on each side for 10cm from the tip of the outer sheath. The device was then unsheathed and the compression released and the outer sheath returned to its usual shape. No issues were noted with the device procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. The reported events of arrythmia, permanent pacemaker implantation and device failure to remove from introducer sheath cannot be confirmed by the available angiographic procedural media. The lotus edge valve was successfully implanted, and no issues were noted in the procedural media provided.

Event description:
(B)(6) study. It was reported that av block mobitz type ii occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 300 mg of clopidogrel. A lotus introducer sheath was placed and then the aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. While removing the lotus edge delivery system, it got stuck in the lotus introducer sheath. Both the lotus introducer sheath and the lotus edge delivery system were removed together and no further complication was noted. Post procedure/discharge transthoracic echocardiogram revealed aortic valve area of 3 cm2, mean aortic pressure gradient of 5 mm hg, ejection fraction of 25% and no aortic regurgitation was noted. The subject was discharged on aspirin. Post procedure summary: six (6) days post index procedure, electrocardiogram (ECG) revealed second degree av block mobitz type ii. Electrophysiology study recommended permanent pacemaker implantation. A permanent pacemaker was successfully implanted. The event was considered recovered/ resolved.